Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA/sa is required at this time.

Event description:
It was reported the bd micro-fine¿+ pen needles 32g x 4mm (70 count) cover was recapped after use and it did not attach properly. The following information was provided by the initial reporter, translated from japanese to english this is a complaint about the needle did not come off. After the injection, when the customer recapped the outer camp and removed the main body, the outer camp and the main body (hub) did not mesh well, so he/she was unable to remove the main body.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported the bd micro-fine¿+ pen needles 32g x 4mm (B)(4) cover was recapped after use and it did not attach properly. The following information was provided by the initial reporter, translated from japanese to english. This is a complaint about the needle did not come off. After the injection, when the customer recapped the outer camp and removed the main body, the outer camp and the main body (hub) did not mesh well, so he/she was unable to remove the main body.